Event description:
It was reported during a da vinci-assisted surgical procedure, the medium-large clip applier instrument would not close properly. The clip fell into the patient and was retrieved without patient injury. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed the instrument was inspected prior to use. The clip fell into the patient on first use while attempting to clip a vessel. The instrument did not make any contact with hard material or other instruments. The instrument was not removed during procedure. The loose clips were retrieved using a grasper.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) did not replicate nor confirm the reported complaint. The instrument was driven on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The grips clip test was performed and passed. The clip successfully clipped onto the tubing during in-house testing multiple times. The clip stayed securely on the grip tips until it clipped onto the tubing. There was no grip misalignment or damage observed. The instrument was fully functional.